Event description:
It was learned via implant patient registry that a 3300tfx 25mm aortic valve was explanted and replaced with a 11500a 25mm after an implant duration of 4 months due to endocarditis, leaflet thickening, and regurgitation. Per medical records the patient underwent redo-avr, redo-mvr, aortic root enlargement, and CABG x1. The patient tolerated the procedure well and was discharged on pod #5.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry that a 25mm aortic valve was explanted and replaced with a 25mm valve after an implant duration of 4 months due to unknown reasons. Based on the information provided, it was determined that this event does not meet the definition of a complaint per (B)(4). There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is being classified as a non-complaint.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.